Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-94 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f94 (configuration option settings checksum is not 0) alarm. The alarm occurred when the device was turned on. There was no patient involvement. No additional information is available.